Event description:
It was reported that there was a lead warning for increased impedance and increased threshold on the right atrial (ra) lead. It was noted there was possible noise recorded and high impedance on the ra lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 5054-58, lead, implanted: (B)(6) 2001. (B)(4).